Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/10/2016 with the following findings: investigation revealed a dim, faded and pink display screen. The battery compartment was also observed to be cracked below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and pink display screen. The battery compartment was also observed to be cracked below the bumper traveling toward the case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/10/2016.